Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Analysis was unable to perform the occlusion test, prime test, excessive no delivery test, self test or unexpected restart error test due to compromised force sensor system alarm. The insulin pump passed the displacement test, stop and run currents test. The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received compromised force sensor system alarm. The customer's blood glucose was 404 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump was dropped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.